Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: 1. Where was the infection? In the mandible or at the graft source area, the hip? The infection was in the pelvic area/hip. There was no mesh used in the mandible. 2. Was the pain the patient was experiencing from the infection? My pain now is related to the infection I had while in hospital. 3. Where was the mesh used? The mesh was used to hold muscle, bowel etc together. The hop graft required a huge incision from the hip to the pelvis. The hip graft removed was about 8 cm. 4. What was explanted? The mesh or the graft? The mesh was totally removed because according to the surgical and clinical records it was full of puss. Assuming it was the source of the infection.

Event description:
It was reported that a patient underwent an iliac crest free flap surgery-right side on (B)(6) 2018 and mesh was used. The surgery was due to cancer in the mandible and a craft from the hip was needed to replace the mandible. Explanted due to infection. Needed 2nd surgery to remove mesh and drain infection. There was puss and mrsa was identified. Prolonged hospital stay for weeks and possible incisional hernia that has not been followed up. Severe pain, difficulties walking, unstable gait. Pain is getting worse and no follow-up with possible incisional hernia occurred. The patient is very stressed about the deterioration of mobility and increased pain. No additional information could be requested due to confidentiality.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.